Event description:
Consumer applied water based "toning gel" to their stomach then placed the tummy firming belt around their waist. After using the firming belt on a high speed setting for approx five seconds they began to receive electrical shocks to the abdominal area. Consumer immediately removed the firming belt and received electrical shocks to the hands in the process. Discomfort lasted for five mins. Later that night consumer's spouse used tummy firming belt on a high speed setting for approx ten secs when they began to receive electric shocks to the abdominal area. Spouse removed the belt but not before they had suffered burn marks to the abdominal area. Consumer believes that the exercise belt can cause severe electrical shocks and skin burns. Exercise belt is powered by a three volt lithium cell.

Event description:
Consumer applied water based "tonig gel" to their stomach then placed the tummy firming belt around their waist. After using the firming belt on a high speed setting for approx five seconds they began to receive electrical shocks to the abdominal area. Consumer immediately removed the firming belt and rec'd electrical shocks to the hands in the process. Discomfort lasted for five minutes. Later that night consumer's spouse used tummy firming belt on a high speed setting for approx ten seconds when they began to receive electric shocks to the abdominal area. Spouse removed the belt but not before they had suffered burn marks to the abdominal area. Consumer believes that the exercise belt can cause severe electrical shocks and skin burns. Exercise belt is powered by a three volt lithium cell.